Event description:
It was reported that the user experienced a pairing failure with the fl3+ sensor during setup, which was addressed by having the user toggle bluetooth and rescan to restart the sensor, after which pairing completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included successful device pairing with no alerts or alarms and no impact to therapy beyond the temporary pairing interruption. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient connectivity issue consistent with pairing failure that resolved with standard restart and rescan steps, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and transient connectivity.